Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reported in mw5069485: patient weight reported as (B)(6). This report is for an unknown drill bit. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number 5069485, a copy is attached. The only information contained in this report is correction or additional information. . It was reported that a patient underwent an open reduction internal fixation repair on (B)(6) 2017 to repair a broken finger. During the procedure a synthes 1.1 mm drill bit broke and the tip became embedded in the patient¿s bone. The surgeon did not attempt to retrieve the embedded device for concern of causing further damage. There was a back-up drill bit for the surgeon to successfully complete the procedure. The drill bit that was not embedded in the patient was discarded. No surgical delay was reported. The patient outcome was reported stable. At some point when the patient returns to have the hardware removed the surgeon will attempt to remove the embedded fragment. Concomitant devices reported: drill (quantity 1). This report is for one (1) unknown 1.1 mm drill bit. This is report 1 of 1 for (B)(4).